Manufacturer narrative:
Corrected information provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 11.0 diopter lens was replaced with a 15.5 diopter lens. The difference in lens model and diopter between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information provided in h.3. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that after an intraocular lens (iol) was implanted, the patient was unhappy with near vision. The iol was exchanged for another lens three weeks following the initial implantation. It was reported the patient preferred monovision. Additional information has been requested.